Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that the patient faced issue with 4 infusion sets adhesive on (B)(6) 2024. The infusion set had fallen off after 1 day. No further information available